Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 500 mg/dl with confusion and symptoms of dehydration associated with an occlusion issue. Reportedly, the patient resumed the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids and insulin via injection. During troubleshooting with customer technical support, the user was instructed to change the cartridge and tubing and the pump was unable to be primed without an occlusion alarm occurring. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.